Manufacturer narrative:
Date of event and patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-05681. It was reported the patient had their system explanted due to ineffective stimulation.